Event description:
It was reported that the patient presented to clinic for a follow-up. It was noted that the pacemaker exhibited temporary suspension of radio frequency (rf) telemetry. The pacemaker was interrogated with programmer and slow telemetry was detected. The patient was in stable condition.